Event description:
On (B)(6) 2020, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 read inaccurately high compared to another device (onetouch ultra2). This complaint was classified based on information obtained from the customer care agent (cca) during the initial call. The patient reported that the alleged issue began at around 2 or 3 a.m., on (B)(6) 2020. The patient claimed obtaining blood glucose readings of "575 mg/dl" with the subject meter and "175 mg/dl" on the other meter, performed within 30 minutes of each other. The patient manages his diabetes with insulin (unspecified type and dose) and he denied making any changes to his usual diabetes management regimen in response to the alleged issue. The patient reported that at around 2 or 3 a.m., on (B)(6) 2020, his dog woke up his wife who in turn, woke the patient and found him to be "foggy". The patient advised that when he woke up, his blood glucose was in the "low 30's mg/dl"; however, it is unclear what device this measurement was obtained on and that his wife "gave him some juice" and called the paramedics. The patient reported that on arrival, the paramedics attempted to test the patient's blood glucose but were unable to obtain result using their device and that subsequently, they treated him with intravenous (IV) glucose. At the time of troubleshooting, the cca confirmed that the unit of measure was set correctly at the time of testing, that an approved sample site was used to obtain the results and that the patient was following the correct testing procedure. The cca established that the test strip vial was intact, that the test strips had been stored properly, were not open beyond their discard date and had not expired. The cca also noted that at the time of the call, the patient did not have control solution available to test the subject device at the time of the call. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms of a serious injury adverse event and received treatment from a healthcare professional for an acute low blood glucose excursion after obtaining the alleged inaccurately high blood glucose reading on the subject device.